Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle was "too short" and the consumer was unable to complete the injection. The following information was provided by the initial reporter: "consumer stated, the needles are too short and he would prefer the 8mm. Stated, he's not able to take injection with the shorter needles."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being manufactured in 2013 and files are retained for 7 years, no DHR review can be completed.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle was "too short" and the consumer was unable to complete the injection. The following information was provided by the initial reporter: "consumer stated, the needles are too short and he would prefer the 8mm. Stated, he's not able to take injection with the shorter needles."